Manufacturer narrative:
Motor error alarm during the basic occlusion test and unable to prime during prime test due to loose/protruded drive support disk. Unable to perform the occlusion and excessive no delivery test due to motor error alarm and unable to prime. Pump received with cracked case at the display window corner, cracked reservoir tube lip, broken belt clip slot, cracked reservoir tube, missing end cap sticker and minor scratched lcd window.

Event description:
The customer reported via phone call of being hospitalized for high blood glucose of 700 mg/dl and diabetic ketoacidosis. Troubleshooting found that the drive support cap was sticking out of the device and not recessed into the unit. Customer declined high blood glucose troubleshooting as was advised that the insulin pump would be replaced and to return the product for analysis.